Event description:
It was reported that patient had no stimulation sensation. Impedances were a little high but not open circuit. Contacts 0 and 3 had high impedance (>4000 ohms). Patient did not feel anything when the voltage was increased. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received from the manufacturer's representative that indicated the hcp had attempted to contact the patient on multiple occasions without success. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 7495-25, serial# (B)(4), implanted: (B)(6) 1993. Product type: extension: product ID 74001, lot# n345365, implanted: (B)(6) 2012. Product type: adapter: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 3587a, lot# l31965, implanted: (B)(6) 1993. Product type: lead: product ID 3550-05, lot# n310682, implanted: (B)(6) 2012. Product type: accessory. (B)(4).